Event description:
It was reported that the surgeon questioned the original flexion number of (10.5) as he thought it should have been closer to 3 degrees. Surgeon also questioned the slope and varus/valgus on the tibia (surgeon aims for 4/4.5 slope and 0/0.5 varus). The patient was a larger patient with a bigger bone structure and no severe deformities.

Manufacturer narrative:
The device was returned to orthalign for evaluation by an orthalign engineer. The complaint could not be confirmed as the returned device passed all functional testing and provided consistent outputs. A root cause was not established as the investigation determined that the retured unit was proven to provide correct system outputs. Orthalign will continue to monitor similar events and take action if necessary. No further action required at this time.

Event description:
It was reported that the surgeon questioned the original flexion number of (10.5) as he thought it should have been closer to 3 degrees. Surgeon also questioned the slope and varus/valgus on the tibia (surgeon aims for 4/4.5 slope and 0/0.5 vaurs). The patient was a larger patient with a bigger bone structure and no severe deformities.

Manufacturer narrative:
The device was returned to orthalign for evaluation by an orthalign engeineer. An investigation will be completed to confirm the complaint and establish a root cause if possible. A follow up report will be filed detailing the conclusions of the investigation.